Manufacturer narrative:
Sigma received a correspondence from the biomedical technician at madison memorial hospital on (B)(6), 2011. His analysis found the pump passing all testing including keyboard, upstream occlusion sensor, downstream occlusion sensor, memory and flow rate accuracy. He was unable to complete the battery capacity test due to an error code 601. Sigma evaluated the returned pump on (B)(6) 2011 and was able to confirm the error code 601. This error code indicates "sharp software corruption." This can be caused by pseudo single bit charge loss which occurs if there is a flash memory read error. The chip manufacturer (sigma supplier) estimated the rate of this incident occurring in a flash chip is approximately 6.7 ppm. Sigma has subsequently mitigated this potential failure mode with the release of v6.02.02 software. This software version implemented a double-pass programming algorithm to reduce this potential failure mode. Sigma concluded that the device accurately identified the failure mode by providing the clinician with the proper error code (601). There was no reported patient harm or medical intervention involved in this incident.

Event description:
The event was reported to sigma as follows: "nurse reported pump read out error code 601 and stopped during an infusion and she changed pumps to continue infusing the patient. During test run, pump repeated same error code on test bench. Has also given error 322 lower link switch error."